Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and helix extension/retraction issues. This lead also exhibited pacing impedance low, low amplitude and high capture threshold. This lead was successfully replaced. No additional adverse patient effects.